Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2023. It was indicated that the patient exposed components to MRI, CT scan, or diathermy treatment, which is off-label usage of the device. On (B)(6) 2023, the pediatric patient experienced feeling hazy, collapsed, and hit his head on the pavement, had a seizure and suffered a concussion from the fall. No specific cgm or blood glucose reading was reported from this moment, but the parent stated that the dexcom device did not alert as the cgm reading was within a normal range. Bystanders called an ambulance, and the patient was brought to the hospital. At the hospital a fingerstick was taken and the cgm was reading 101 mg/dl and the blood glucose reading was 66 mg/dl. The patient was treated with intravenous ¿sugar water¿ and dextrose but the parent was unsure of the medication names or dosages. In the hospital also a CT scan was made, it was not reported that this showed any abnormalities. The parents who came to the hospital also provided fruit juice. The patient was discharged on the same day. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred against the sensor. However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was not found within the investigation window. The allegation was undetermined. The customer complaint was undetermined because there are no calibrations to confirm the reported inaccuracy. The allegation was undetermined via product. The probable cause was unable to be determined via product. No additional patient or event information is available.